Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a partial display anomaly. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. The customer stated that there were lines on the insulin pump screen and unable to see the full display. Customer also reported to have received a motor error and the insulin pump turned off and would not turn back on even after the battery has been changed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
Pump received with blank display, problem isolated to lcd board. Unable to confirm motor error alarm, missing segments/partial display and unable to perform any tests due to blank display. The motor was tested outside of the device and passed. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.